Event description:
A surgeon reported a case of laser kept shutting off during a lasik procedure. The patient ended up being under corrected. The surgeon brought the patient back two weeks after procedure to treat the residual correction. The reporter indicated there was no harm to the patient and vision is good.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. Logfiles review could not be performed, because the requested log file for the day of treatment was not provided. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).